Manufacturer narrative:
Product event summary: the pscc100 catheter with lot number 0012592878 was returned and analyzed. Visual inspection showed the catheter appeared intact without any visible issues. The slide control function could only moved two thirds of the way. The steering function was normal, with the distal catheter tip responding with approximately 170° rotation in both directions. The catheter was reprogrammed before connection to the generator via a test catheter interface cable (cic), and therapy deliveries were successfully performed. X-ray imaging confirmed entangled electrode wires in the shaft. Hipot verification for the integrity of electrode wires insulation and testing for electrical continuity revealed intact electrode wires without any detachment or breakage. The returned catheter could not be inserted into the lab test contour sheath due to limited slide mechanisms. In conclusion, the catheter failed the returned product inspection due to entangled electrode wires. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, when attempting to remove the catheter prior to post mapping, the physician experienced difficulties when attempting to slide the slider forward to retract the catheter back into the sheath. The slider only moved forward about two-thirds of the way. The physician was unable to fully extend the slider. To remove the catheter, the physician straightened it as far as possible, retracted the sheath/catheter system into the right atrium/superior vena cava, and then was able to straighten the sheath and pull the catheter into the sheath using excessive force which resolved the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.